Event description:
The customer reported that the system locked-up and now will not boot-up. No patient injury was reported.

Manufacturer narrative:
The ge service rep installed the sbc kit, hard drive, image processor and monoblock controller. He loaded software and cal files. System is now operating as intended.